Event description:
Ventilator-1. During routine suctioning of a patient smoke was noted from the siemens ventilator. The patient was taken off the ventilator and it was replaced with another one. There was no injury to the patient. The facility's biomedical engineer and the respiratory therapist inspected the ventilator for the cause of the smoke and believed that it was a defective o2 module. The model is a simens servo 300 that uses an electronic (versus mechanical) method to deliver the oxygen concentration. There are no alarms on the ventrilator that would indicate "smoking" of this o2 component. Additionally, it was reported that the o2 module, which is a surface mount component, was burnt inside, but the cause was not clear. The respiratory therapist stated he talked with the manufacturer who was unaware of this type of problem in other facilities until a reference was made to problems in a "health device alert from ecri." At that point, the manufacturer representative acknowledged similar problems in other facilities and then related the cause as connecting and disconnecting the module. This ventilator was part of the preventive maintenance program that is maintained according to hours of usage. It is not known whether this particular ventilator was on a 1000 or 3000 hour schedule. The use and maintenance of this ventilator has been routine with no previous problems. The life expectancy of this model of ventilator is not known. The o2 module of this ventilator was mailed back to the manufacturer. There were no unusual activities or circumstances surrounding this event.